Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was capped and replaced due to loss of capture. Prior to replacement, the patient reportedly experienced 15 second pauses in pacing. No additional adverse patient effects were reported.